Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device did not deliver shocks to the patient in cardiac arrest. On (B)(6) 2018 at 1:00 am, the patient involved was hospitalized at the usic in post tavi procedure and presented an episode of ventricular tachycardia that rapidly evolved to cardiorespiratory arrest. This device was connected to the patient with adult pads. The device was charged to 100j but did not deliver a shock. Five shocks were attempted but none issued the shock to the patient. Another device was brought in and plugged in. This second device functioned successfully to deliver the shock to the patient. Additional information has been requested.

Event description:
It was reported to philips that the device did not deliver shocks to the patient in cardiac arrest. On (B)(6) 2018 at 1:00 am, the patient involved was hospitalized at the usic in post tavi procedure and presented an episode of ventricular tachycardia that rapidly evolved to cardiorespiratory arrest. This device was connected to the patient with adult pads. The device was charged to 100j but did not deliver a shock. Five shocks were attempted but none issued the shock to the patient. Another device was brought in and plugged in. This second device functioned successfully to deliver the shock to the patient. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.